Event description:
Customer's mother reported via phone call that customer was experiencing high blood glucose level and diabetes ketoacidosis. The high blood glucose level of customer was over 400 mg/dl. The auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.